Event description:
It was reported that the right ventricular lead exhibited high capture thresholds, low impedance. Lead noise was also observed on the electrogram. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.